Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000102995.

Event description:
It was reported that lead diagnostics indicated one lead had all high impedances on contacts 1-8. In turn, ipg was unable to be set to MRI mode and therapy has also become less effective therapy with patient having occasional shocking sensations. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the system was explanted and replaced. Patient is able to get MRI imaging now.

Manufacturer narrative:
The report of high impedance was confirmed. Analysis of lead a stimulation end segment found a kink on the outer tubing where all internal wires were broken. The fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.